Event description:
During a diagnostic laparoscopy the 511sd safety shield did not engage and nicked the vena cava. The patient had to be opened and examined. No blood loss was noticed. The patient is fine. Clinical follow-up: 2/18/97 1144 message and 800# left on risk manager's pm. 2/18/97 1600 risk management called and will call back if able to gather further information. She was not aware of the event. Tkb 2/21/97 - risk management said the surgeon reported the patient is doing well at this time. To contact the surgeon for further information.